Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Review of the device event history determined that the reported condition occurred on (B)(6) 2011 and not the originally reported occurrence date of (B)(6) 2011. Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a damaged battery. The root cause was determined to be depleted main batteries. The main batteries and battery harness were replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported to baxter canada that a colleague infusion pump experienced a damaged battery. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. This device is a remediated colleague pump with a user interface module software version of 5.08.92. No additional information is available at this time.